Manufacturer narrative:
Additional information: h6: the quality investigation is complete. Correction: h6: device code updated based on complaint investigation.

Event description:
It was reported that during use in a procedure at the user facility, a cautery tip burned holes in drapes. It was reported that there were no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully, without a significant delay.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H10: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that during use in a procedure at the user facility, a cautery tip burned holes in drapes. It was reported that there were no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully, without a significant delay.